Manufacturer narrative:
Conclusion-top cover replaced.

Event description:
It was reported via repair work order that upon evaluation fluid intrusion was found on the inside of the top cover only. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.